Event description:
PICC lines reported to be leaking, cracking, and otherwise defective and which require replacement. This has been reported to company representatives. The lot numbers vary and include, but are not limited to the following: 4689267, 4707401, 603124, 683124, 608512, 4703888, 4692034, 609408, 4747401, 4692034.